Event description:
After the implant procedure was completed, the patient developed a hematoma at the neck incision site. Physician brought the patient back to the or, evacuated the hematoma, and placed a drain. Patient was monitored and discharged three days later. This resolved the issue.